Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a tba procedure, while being applied for wound closure, when the device was opened, it was found that the suture did not have a loop on the end. The affected product was not removed from packaging. A second suture was opened and was intact, and was used in order to complete the case. No patient injury.

Manufacturer narrative:
Correction: evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the sample noted one suture and one needle. The product was received with the loop open. It was observed, under magnification, that the loop appeared to have split under tension. Upon microscopic inspection, evidence of material transfer was found at the weld site of the loop. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. If information is provided in the future, a supplemental report will be issued.